Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was no longer functional. Customer's blood glucose was 5.7 mmol/l. The customer reported dropping the insulin pump the night prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. The insulin pump had cracked battery tube thread, broken reservoir tube lip and minor scratches on the display window noted.